Event description:
The customer contact reported a separation. The tubing set was connected to a peripherally inserted central catheter (PICC) and was being used to deliver an unspecified medication, at an unspecified rate. At 1755, the customer contact reported that the nurse attempted to contact the male adapter of an unspecified secondary tubing set to the clave secondary port on the cassette of the tubing set for the delivery of an unspecified medication. At this time, it was reported that the clave secondary port on the cassette of the tubing set separated from the cassette. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.